Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing got loosened. The patient noticed the connection was locked but tube was not connected. No further information available.